Event description:
The healthcare professional reported that during an endovascular embolization procedure with the target lesion at the end bifurcation of the m1 segment, the physician released the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 8907850). The distal markers opened well, but some proximal markers were converged and could not expand. The delivery wire was used to ¿massage¿ the proximal markers, but the markers still could not open. The physician used a balloon catheter (unspecified competitor brand) for dilation and the stent markers were completely opened. The physician then completed the procedure. The procedure was prolonged by approximately 20 minutes. There was no report of any negative patient impact. On 31-oct-2024, additional information was received. The information confirmed the patient is a 55-year-old male. The procedure was targeting the left middle cerebral artery (mca); the target aneurysm was at the end of the bifurcation of the m1 segment. There were no vessel nor aneurysm factors that may have contributed to the incomplete expansion. There was no evidence of obstructed blood flow due to the reported issue. There was no need to use another stent as the use of the balloon guide catheter was successful in opening the stent. The information confirmed the stent was not removed; it remains implanted. The temperature indicator label on the inner pouch was checked and confirmed to be within acceptable criteria. There had been no resistance during the advancement of the stent. Per the information, the 20-minute procedure delay was not considered to be clinically significant. There was no negative impact to the patient.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device remains implanted and is thus not available for evaluation. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 8907850. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. The incomplete expansion of the enterprise2 stent could lead to thrombosis and/or migration or embolization, resulting in ischemia or infarct. In this case, the event required the surgical intervention/remedial process of using the delivery wire to ¿massage¿ the stent and using a balloon guide catheter to dilate the vessel and fully expand the stent. Since the alleged device deficiency required additional interventions to fully expand the stent and preclude patient harm, this event meets us FDA reporting criteria under 21 cfr 803 with a classification of a ¿serious injury.¿ the file will be re-reviewed if additional information is received at a later date. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined; however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by johnson & johnson medtech, or its employees that the report constitutes an admission that the product, johnson & johnson medtech, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.